Manufacturer narrative:
Further investigation: the complaint listing report indicates that there was another record (B)(4) related to this event for units manufactured on work order: (B)(4) and sterilized on sterilization run (B)(4). A review of all infection complaints for gel breast implants was performed for the period from mar 2019 through feb 2021 and indicates that one month is out of control limit (apr 2019). Pr¿s (B)(4) were involved in apr 2019. An additional investigation was performed to determine any patterns or similarities related to these records. A review of all molds complaints was performed for the period from mar 2019 through feb 2021 and no adverse trend was found.

Event description:
Patient representative reported right side symptoms of silicone disease, a lot of pain, candidiasis, discomfort/stinging, pressure in chest, tenderness in lymph nodes, loss of breast sensation, ripples occurred after implant and were resolved through fat grafting, tingling, ¿stitches¿ [feeling], shortness of breath, difficulty breathing, radial folds, minimum amount of peri-implant fluid, ¿with an increase in its anteroposterior diameter, which may be related to capsular contracture (grade unknown)¿, risk of developing lymphoma due to recall¿, ¿undergoing breast lump investigation procedure, developed more than ¿20 strange symptoms of mechanical complication of mammary implant¿, swelling, ¿triggering a nonspecific constant allergic condition¿, ¿leakage of liquid from the prosthesis to the patients¿ body with presence of peri-implant fluid¿, anxiety, diffuse pain throughout the body, patient started psychological monitoring after discovering ¿silicone disease¿. The following was reported but not considered device related: weight gain, muscle pain, fatigue, mental confusion, memory loss, hair loss, constant tearing, itching and irritation in the eyes, allergies, sinusitis, arthrosis, strong menstrual flow, hemorrhoids, constipation, insomnia, constant headaches, hormonal dysfunction, sensitivity to sound, dry skin/hair, lack of libido, tingling in hands and arms, muscle spasms, aluminum high in blood, sinking of the right thigh and gluteal muscle, bell¿s palsy, maze dysfunction, hormonal dysfunction, osteoarthritis, anxiety, irritability, difficulty concentrating, anguish/desire to crack, sleep disorder, joint/muscle pain, night sweats, aggressive insomnia, dizziness, cerebral fog, tinnitus, palpitations, relevant change in weight, xerostomia, xerophthalmia, paresthesia of the upper limbs, ¿[symptoms] suggest condition of asia syndrome¿, physical and mental tiredness, continuous stress at work and routine, ¿distressing behaviors such as crying, sudden sadness, mood swings which started to interfere with personal and work routine¿, distorted view of body due to biological and physiological changes. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, g2, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma-late, and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), rupture, capsular contracture (grade unknown), seroma-late.

Event description:
Patient representative reported right side symptoms of silicone disease, a lot of pain, candidiasis, discomfort/stinging, pressure in chest, tenderness in lymph nodes, loss of breast sensation, ripples occurred after implant and were resolved through fat grafting, tingling, ¿stitches¿ [feeling], shortness of breath, difficulty breathing, radial folds, minimum amount of peri-implant fluid, ¿with an increase in its anteroposterior diameter, which may be related to capsular contracture (grade unknown)¿, risk of developing lymphoma due to recall¿, ¿undergoing breast lump investigation procedure, developed more than ¿20 strange symptoms of mechanical complication of mammary implant¿, swelling, ¿triggering a nonspecific constant allergic condition¿, ¿leakage of liquid from the prosthesis to the patients¿ body with presence of peri-implant fluid¿, anxiety, diffuse pain throughout the body, patient started psychological monitoring after discovering ¿silicone disease¿. The device remains implanted. The following was reported but not considered device related: weight gain, muscle pain, fatigue, mental confusion, memory loss, hair loss, constant tearing, itching and irritation in the eyes, allergies, sinusitis, arthrosis, strong menstrual flow, hemorrhoids, constipation, insomnia, constant headaches, hormonal dysfunction, sensitivity to sound, dry skin/hair, lack of libido, tingling in hands and arms, muscle spasms, aluminum high in blood, sinking of the right thigh and gluteal muscle, bell¿s palsy, maze dysfunction, hormonal dysfunction, osteoarthritis, anxiety, irritability, difficulty concentrating, anguish/desire to crack, sleep disorder, joint/muscle pain, night sweats, aggressive insomnia, dizziness, cerebral fog, tinnitus, palpitations, relevant change in weight, xerostomia, xerophthalmia, paresthesia of the upper limbs, ¿[symptoms] suggest condition of asia syndrome¿, physical and mental tiredness, continuous stress at work and routine, ¿distressing behaviors such as crying, sudden sadness, mood swings¿ which started to interfere with personal and work routine¿, distorted view of body due to biological and physiological changes.